Event description:
The pt has two leads (from the same lot). It was reported, the pt was in a car accident. An impedance check was performed and revealed invalid contacts on one of the leads. X-rays were taken and revealed the lead also had a kink. Since the car accident, the pt has also been experiencing numbness. The pt is scheduled to undergo a CT scan. No further info is available at this time. The pt continues to have stimulation after reprogramming on the functional lead.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.